Event description:
It was reported that a pump was stopped for one to two hours after a remodulin cartridge change. The patient started having trouble breathing. The patient restarted the pump and is breathing better now. No medical or surgical intervention was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation: no product was returned to manufacturing for visual or functional evaluation thus, an investigation could not be performed. However, it should be noted that it is the responsibility of the health provider and or caretaker to ensure that the proper pump with the proper program is being used in the proper manner at the proper time. Results: at this time, there is no evidence that the pump failed to meet specifications. Root cause of the reported event cannot be determined as no sample was received that could be investigated. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.